Manufacturer narrative:
Returned device was received good physical condition. Evidence of reported problem in event log was found . During the evaluation of the device the error was found on power up. The problem source was found to be the back-up capacitor. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical cadd legacy pump was presenting a lec 1720 error. There were no adverse events reported.